Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the lower aligner is cutting into the gum and causing detachment of the gum/bleeding. Dental history includes orthodontic aligners, crowns in locations 14, 29, dental implants in location: 13, 19 and previous root canal treatment. Medical history includes chronic musculoskeletal/autoimmune conditions/neuralgias (no specific details).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.